Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone, bupivacaine, and baclofen at unknown concentrations and dosages via an implantable infusion pump for non-malignant pain. It was reported that the patient presented to the hospital with redness and swelling at the incision where the pump was and back where the catheter was placed. The patient's redness and swelling began on the evening of (B)(6) 2018. The patient's blood pressure was critically low at the time of the report. The healthcare provider (hcp) in the emergency room (ER) wanted the patient's pump turned off "otherwise he will die." The hcp was trying to have the pump turned off at the time of the report. The patient's status at the time of the report was hospitalized. No further complications were reported.